Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that he was able to prime but when he tries to deliver a bolus he would get the no delivery alarm. During troubleshooting, the customer was asked to change the infusion set and reservoir but the pump still alarmed. The customer was advised to discontinue pump use and revert to a back-up plan. The customer was advised that the pump would be replaced. The pump was not returned for analysis.